Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported 85 mg/dl on the adc device compared to a built in meter reading of 83 mg/dl. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported feeling dizzy and "without strength" and reported self-treating with sugar. No third-party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.